Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 400 mg/dl. The customer stated he changed out his sets and went to the emergency room to find the cause of his high blood glucose readings. The customer was unable to troubleshoot because he was driving. The customer does not want to return the set and reservoir for analysis. The customer will call back to troubleshoot.